Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument jaws were not closing and holding the tissue properly and were not moving in the right direction. The instrument was removed by the bedside assistant, who checked that both side wires were loose near the jaws. There are 28 fires remaining in this faulty instrument. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr said that the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon experienced unsuccessful clip application. The clips that were used with the clip applier instrument was a hem-o_lok clip. The surgeon used a 10mm large clip. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The incident occurred in the 4th clip application. The customer used a backup instrument to resolve the issue. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed. The cables are loose and bulging out of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument and completed the device evaluation. The instrument was analyzed and was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the backend pulleys. As a result, the cable became loose at the distal end and the instrument could not operate properly. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
Refer to h10/h11 for follow-up information.